Event description:
Boston scientific received information from a clinical study that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was placed back on an oral anticoagulant three days post-implant as the patient suffers from thrombosis. The patient then experienced excessive bleeding from the device pocket and was hospitalized to receive a red blood cell transfusion. No additional adverse patient effects were reported. The crt-d remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.